Manufacturer narrative:
H 6 codesadditional inforamtin: h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent pressure and clear passage testing, and a leak was observed between the white covering and the tubing. The reported condition was verified. The cause of the event was due to lack of solvent on the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink, paclitaxel set leaked from the filter. The event occurred during priming with normal saline (ns). There was no patient involvement. No additional information is available.